Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set kinked cannula event on (B)(6) 2026. The insertion site was abdomen. The patient experienced painful upon insertion. No further information available.